Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, the harmonic ace instrument had the teflon pad splitting in less than 10 minutes of use. The customer used a spare instrument to continue with the procedure. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage to the clamp arm. As a result, the teflon pad was dislodged from the clamp arm. A piece of approximately 0.044" x 0.057" was missing. A review of the submitted images was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image confirms the customer's alleged complaint. The instrument's teflon pad was splitting. A review of the submitted images was performed by an isi failure analysis engineer. The following additional information was provided: it appears from the image that the teflon pad has split into two pieces, and some of it appears to be stuck to the clamp arm as well. It¿s hard to comment on missing pieces, from this angle.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc (isi) followed up with the site nurse and obtained the following additional information regarding the reported event: the system functionality was inspected before use with nothing found out of the ordinary. The instrument did not collide with any other instruments or hard material. A fragment did not fall into the patient's anatomy. The specific problem with the instrument was that the white blade split.